Manufacturer narrative:
(B)(4). Additional information: please provide the medwatch number for our report. - triage unit 2013-005. Did the sleeve of the trocar break? Yes, the sleeve of the trocar broke. Did the surgeon convert to an open procedure to remove the broken piece from the patient? The surgeon did not have to convert to an open procedure. The broken piece of the trocar was able to be retrieved through the trocar incision. The analysis results found that the instrument was received with the sleeve broken and melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The obturator was not received for analysis. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
Per user facility medwatch form, triage unit #none provided, during a laparoscopic assisted vaginal hysterectomy / bilateral salpingo oophorectomy procedure; the device broke in half when the physician put the camera back in the patient after doing the below part of procedure. The physician had to go in and retrieve the broken part of the device. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4).